Event description:
The customer reported being hospitalized due to high blood glucose of 1200mg/dl. The customer's recent glucose reading was 476mg/dl. The customer stated that she was receiving no delivery alarms during her basal and bolus. The customer stated that the infusion set, reservoir, and battery were changed. Ran a self test and passed. The customer was on an insulin drip, and disconnected from the insulin pump at the time of call. As the customer continues to troubleshooting she was unsure and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.